Event description:
It was reported that an alert was triggered for the right ventricular lead due to a high threshold measurement. Approximately six weeks later, an alert was triggered for the right atrial lead also due to a high threshold measurement. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.